Event description:
It was reported that this right ventricular (rv) lead dislodged prior to discharge after initial implantation. The pulse generator interrogation indicated lack of sensing and loss of capture. The dislodgment was confirmed with x-ray imaging. This lead was explanted and replaced. No additional adverse patient effects were reported.